Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A distributor reported on behalf of a customer that on (B)(6) 2024, the pro7100b device ¿has been used once only, and during pre-op testing the device was not working as the device temperature increased¿. There was no report of injury, medical surgical intervention, or extended hospitalization for the patient user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
A distributor reported on behalf of a customer that on 18feb24, the pro7100b device ¿has been used once only, and during pre-op testing the device was not working as the device temperature increased¿. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient/user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device was found to have seal failure and blade housing damage leading to controller and motor failure. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed, and no prior data was found. A two-year review of complaint history revealed there has been a total of 5 reports, regarding 5 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is to continually check handpiece for overheating. If overheating is sensed, immediately discontinue use and return equipment for service. Overheating of the blade or bur may cause damage to the blade or bur and may cause burns or thermal necrosis. We will continue to monitor for trends through the complaint system to assure patient safety.